Event description:
The device was used for erbd with an endoscopic approach via duodenal papilla. The target site was common bile duct. The physician attempted to advance the reported stent over a wire guide (visiglide2 0.025inch/olympus) as to place the reported stent in the common bike duct, but the pig-tail part of the reported stent got kinked, and the wire guide could not pass through the reported stent. ((B)(4)) therefore, another zebd-7-7 was used instead. The wire guide used with the substitute zebd-7-7 was also visiglide2 0.025inch/olympus. (This report)

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot number unknown involved in this complaint was not returned to cirl without the original packaging. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zebd-7-7 devices. It should be noted that the instructions for use (ifu0045-7) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.